Manufacturer narrative:
After receiving this complaint, we were unable to investigate further complaints and conduct documentary investigations to look for any anomaly recorded during production as neither the lot number nor the sample are available. Thus, no investigation can be made for this complaint.

Event description:
According to the available information, the catheter, which was used as a suprapubic catheter, was not able to be removed. This was due to the balloon not deflating. There were 4 reported cases.